Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and o ring from reservoir compartment was missing. The customer¿s blood glucose level was 750 mg/dl. Customer was out from swimming and checked blood glucose and then back to pens. Customer also reported that they did not seen o ring inside the reservoir compartment. Insulin pump was exposed to water and insulin. Needle was bent. Customer was advised to revert insulin pump to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test, occlusion test and self test. Device received with no traces of moisture on electronic assemblies and motor assemblies.